Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 30gx1/2" was used. After use ,the patient experienced altered mental status due to low blood sugars. Medical intervention of calling 911 and fluids were required.